Event description:
A malfunction was reported with a pump by the customer. Blood glucose level was recorded at 260 mg/dl, indicating it was high for the customer, but did not exceed 500 mg/dl. The customer did not take immediate action to address the high blood glucose level and did not require third-party assistance. Technical support was unable to replace the pump due to it being out of warranty, and the case was transferred to sales. The customer planned to consult their healthcare provider for an emergency backup. The case was closed by technical support.